Event description:
It was reported that the 9800 system had an error code displayed. No pt injury was reported.

Manufacturer narrative:
The customer states the system is working fine, svc call was cancelled and the system was put back into svc.